Event description:
The large suture cut needle driver was placed in arm 1 during the procedure. The blades were dull and would not cut suture. The instrument was removed and replaced with a new one. The defective instrument was given to sterile supply by (B)(6). No harm to pt. Event abated after use: yes.